Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (charger fault flags) has been confirmed. Upon investigation, the monitor intermittently failed incoming testing. The cause for the failure was isolated to contamination found on the monitor boards. Additionally, the rear response button was sticking due to the contamination. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient's monitor was experiencing discharge profile fault flags.